Event description:
It was reported that the right ventricular lead impedance graph showed a gradual rise in lead impedance over the past year. The lead impedance was measured through the analyzer and was high in both the bipolar and unipolar modes. The lead was capped and replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator 2009-(B)(6). (B)(4).